Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the cartridge patient line. Customer reported an elevated blood glucose (bg) level of 380 (mg/dl) and delivered a pump bolus to address bg level. During troubleshooting with tandem technical support, it was recommended that customer prime tubing to remove air bubbles; however, the customer declined. Recommendation was made to consult with health care provider to discuss diabetes management.